Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented in clinic and it was discovered that the right atrial lead had fallen out of position. It was found in the superior vena cava and was not working. The lead was removed and replaced and no patient condition was reported.